Manufacturer narrative:
The customer reported that the AED will not power on. The customer stated that the unit has problem with the old battery but with a new battery the unit works fine. Analysis of the log files from the AED showed the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that the AED will not power on. The customer stated that the unit has problem with the old battery but with a new battery the unit works fine. They reported this did not occur during patient use.